Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt says they cant feel the stimulation and are hurting more and says this started 2 days ago and says the controller is in a different language. Helped pt get back into english. They said the "controller wasn't recognizing my finger", but during the call they were able to unlock controller with no problem. Pt spoke rapidly and was difficult to understand. Helped pt change language back to english and they then found they were in MRI mode, which would explain why they stopped getting relief. Pt exited MRI mode and turned stimulation back on and said they can feel stimulation. Pt is on group a and sees 4 settings within group a. Pt kept saying "I usually see the 4 settings 1,2,3,4" and they confirmed this is what they see. Pt was very confusing. Pt says they feel stimulation and thanked patient se rvices.

Event description:
Additional information was received from a patient (pt) via a patient letter. When asked to clarify the loss of stimulation/pain/device in MRI mode pt writes "I don't know stimulation lost. Sometimes I feel it sometimes I do not. I might have put it in MRI mode by mistake". Pt writes there was "no problems with settings after the 2 problems were corrected. System operates normally". Pt reports the cause of the issue was "device instructions were in another language. I had broken my finger hard to get device to turn on". Pt reports the issue has been "completely resolved".

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.